Event description:
It was reported that the insulin pump alarmed an error during a self test attempt. The blood glucose reading was 101 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump alarmed an error during the self test due to a faulty force sensor resistor. The device was also received with a cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.